Event description:
It was reported that one of the patient¿s electrodes or lead ¿went out¿ three to four years prior to report. There was no known accident or incident related to this complaint. The patient¿s status was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type :recharger product ID 399930 lot# v004470 serial# implanted: 2006-04-03 explanted: product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).